Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
It was reportd that a 12.6mm, vicm5_12.6, -5.50 diopter, implantable collamer lens tore/broke before injection into the eye. There was no patient contact with the device and the surgeon plans to implant another lens. Cause of event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic broken. Claim#: (B)(4).